Event description:
Patient was implanted with prodisc-c approximately 1 year ago on an unknown date. Patient complained of pain. Hardware was removed on (B)(6) 2012 and patient was revised to a fusion.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or part number or lot number provided.